Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with abnormal orbital scan during a routine eye exam (ectasia) and with loss of best corrected visual acuity for both eyes 4 years after surgery (original treatment date (B)(6) 2010). Patient complained of blurry vision (distance and near) that has halos around lights during night for the past year.